Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The health care provider (nurse) contacted animas on (B)(6) 2016 alleging the pump died. The patient is not getting basal or bolus. No further information was provided. There was no reported patient harm associated with this complaint. Animas customer support attempted to follow up several times; however there has been no response. This complaint is being reported because the alleged issue remained unresolved as the patient and the pump were not available at the time the report was made for troubleshooting by animas customer technical support.